Event description:
Boston scientific was notified that, this case is ca giant aneurysm about 3.3cm. The physician used matrix coil as the 7th coil he found that the friction of coil was obvious during the procedure in the beginning, then he changed the next matrix (the 8th coil). During the delivery of the 8th coil he observed that the coil was separate with the pusher wire in the microcatheter tracker 18-mx.